Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not know the cause of the reported device issues and to resolve it, the trial device was removed. Patient was waiting to get clearance to have permanent implant done.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient had gotten their trial done the day prior for bladder and they were having a bit of a problem the day of the report. Patient stated the manufacturer representative put 2 leads on and that there was an extra one for the patient to try, patient reported they couldn't really tell what was going on with the wires on their back, but there was something, like a long string that looked like a skinny grey wire coming out of their back. Patient stated the wire wasn't connecting to anything and was poking out of the bandages on their back. Patient stated they were doing fine the day prior and they felt stimulation and it hadn't hurt at all like it did prior to the trial, but then today, all of a sudden, they lost stimulation sensation and the pain came back. When patient synced with their programmer the controller showed settings not available, contact your clinician. The patient pressed ok and the main therapy screen came on and showed that stimulation was on at 0.7 on the left side. An attempt to troubleshoot the settings not available screen by turning stimulation down to 0.0v and attempting to increase, but the patient saw the settings not available screen when they tried to increase to 0.1v. Patient was redirected to their healthcare provider to address the reported issues. It was reported that the patient's pain returned suddenly, they had a wire poking out and experienced a loss of stimulation. During troubleshooting the settings not available screen was encountered. No further complications were reported or anticipated.